Event description:
On 12/28/2022, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Device was returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Compliant data was reviewed; there are no previous compliants on this device. Upon reviewing the event log, upstream occlusions in combination with an abrupt power off were confirmed. The abrupt power off event occurred almost immediately after the upstream occlusion was present. This complaint has been reviewed and evaluated as part of the protocol for complaint closure for infutronix llc and zyno medical llc (protocol#6) and determined to be included in the investigations associated with CAPA it2023-15 for power issues and CAPA it2021-13 for upstream occlusions.